Manufacturer narrative:
Testing/inspection: no product was returned, thus the failure mode reported was not confirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. Other analysis: no other analysis was performed. Root cause: the complaint was not confirmed since no samples, pictures or videos were received to perform a thorough investigation.

Event description:
It was reported that a facility is reporting multiple nd alarms; volumes were above 40 ml on reported alarms no further information available. No patient injury was reported.